Event description:
On april 14, 2016 the reporter contacted lifescan (B)(4) alleging that the patient's onetouch verioiq meter was reading inaccurately high compared to an emergency medical services (ems) meter. The customer care advocate (cca) attempted to call the reporter with follow up questions from the medical surveillance specialist but they were unable to reach the reporter. The patient alleged that on an unknown date, the patient lost consciousness and the ems were called. The reporter stated that soon after they compared the reading on the patient's onetouch verioiq meter and it was reading higher than the ems meter, the reporter could not recall the exact readings obtained. The reporter was unable to provide details of any treatment received. The reporter stated that the patient may have injected too much insulin prior to falling unconscious, but the reporter could not provide the full details. The cca was unable to fully troubleshoot the issue. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia and may have required treatment from an hcp.